Event description:
It was reported that during a device interrogation clinic, high shock impedance measurements were seen for the subcutaneous implantable cardioverter defibrillator (s-ICD). Boston scientific technical services (ts) recommended defibrillation threshold (dft) testing. Subsequently, a dft testing was performed where the shock successfully converted the measurements. The plan is continuing to be monitored. No additional adverse patient effects were reported.